Manufacturer narrative:
It was reported that the device experienced a shock equipment malfunction. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca for which a quote was provided for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction. There was no patient involvement.